Event description:
It was reported that during a vescio-urethral junction intervention procedure, a cutting balloon blade detachment occurred. This 3.00mmx1.5cmx140cm cutting balloon was selected to expand a stricture in the ureter around the junction area. The device was removed from the patient; however, when physician looked at the screen they could see that the blade had been left in the patient. The blade was successfully removed from the patient. No patient complications were reported and that patient status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).